Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were rushed to emergency room on (B)(6) 2020 due to diabetic ketoacidosis and the blood sugars being 950 mg/dl. Customer stated that blood sugars were rising and started giving correction bolus but by noon blood sugars were even higher, and also had stomach flu. Customer after getting home started throwing up and threw up at least ten times just after midnight. By thursday morning customer¿s wife found him on the bathroom floor mostly unresponsive. Customer stated they started giving him insulin by intravenous to get blood sugars normalized. Customer spent 3 days in intensive care unit and 2 days in a regular room. Customer stated he had diabetic ketoacidosis because of bent cannula. Customer¿s blood glucose level was 850 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.